Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting found that the alarm is unable to be cleared after manual prime. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.